Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the legal guardian that the patient was taken to the hospital with hyperglycemia. The patient's blood glucose levels reached 300 mg/dl while wearing the pod on the arm between 5 and 24 hours. The pod generated a communication error during operation. The patient was treated with insulin injections. The patient was discharged on the same day.